Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision was performed, the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The rv lead was returned to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix retracted and in three segments, severed about 109,160mm from the terminal end. Total length is approximately 575mm. Some segments of the lead appear to be missing. The midbody segment was noted to be an empty piece of insulation. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed no abnormalities, expect for typical surgery related insulation damage which is not considered to be abnormal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision was performed, the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The rv lead was returned to facility for analysis.